Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and the pump was observed to lose power when the motor engages. Further evaluation found that this to be caused by a failed battery cell of the standard battery. The pump was tested with a known good battery and performed as expected. At this time, the date of event is unk.

Event description:
It was reported that during an infusion, the pump stopped without user input (medication, programmed amount and delivery rate unk). The customer stated that when the battery module was replaced, the pump performed as expected. It was also reported that there was no patient injury.